Event description:
Seat and back upholstery are ripped and needs replaced, clothing guard broke, arm pads were broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.